Event description:
Updated Clinical Narrative on 7/22/2026: Additional information was received that the patient underwent a limb amputation the following week after explant and survived the operation. Prior Clinical Narrative: An Impella CP device was inserted into the right femoral artery in a 50-year-old female patient presenting in acute myocardial infarction (AMI) and cardiogenic shock (CGS), Society for Cardiovascular Angiography & Interventions (SCAI) stage D shock, on multiple inotropes and vasopressors, and on a ventilatory for respiratory support, prior to initiation of support. After four days on support, the device was removed. The post-procedure outcome is survived at explant. While on support, the Impella functioned at P-4 at 1.6L/min as intended with D5W Sodium Bicarbonate in the purge solution. It was reported that one day after removal, the patient had a cold leg. It is unknown if limb ischemia was present prior to or after explant. The closure device at explant or if any treatment was required for the limb ischemia are also unknown. No additional information was provided.

Manufacturer narrative:
A6 Race is unknown. This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc, or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.